Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion during norepinephrine therapy (25 mcg/h at the tube change). The track was reported as clear and not occluded, after several attempts to restart the infusion, the pump was replaced by another that worked immediately without downstream occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.